Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, that at the end of october, the device's battery was showing 1 year remaining. In february, the device was showing only 4 months remaining. Technical services stated that this behavior may be appropriate, but requested a save to disk be sent to them for engineering analysis to get an accurate estimate of the battery's remaining longevity. It was indicated in the clinician's report, that the patient was in the hospital for a different reason, and that they would need to go back to check the device. In the meantime, technical services had recommended for the clinician to check the power consumption, and the microwatt usage. Although that information would not be exact, it would provide some indication regarding battery function. The clinician mentioned that they would return to the hospital in an effort to obtain the battery information. No further details have been provided at this time. No adverse effects were reported. Additional information: after reaching out to the field rep for an update to this event, the response received indicated that there were no issues or concerns with this device, and that it was replaced with a new device in march 2020.

Manufacturer narrative:
The device remains implanted. Should additional information be provided, this report will be updated.

Event description:
It was reported during ongoing use, that at the end of october, the device's battery was showing 1 year remaining. In february, the device was showing only 4 months remaining. Technical services stated that this behavior may be appropriate, but requested a save to disk be sent to them for engineering analysis to get an accurate estimate of the battery's remaining longevity. It was indicated in the clinician's report, that the patient was in the hospital for a different reason, and that they would need to go back to check the device. In the meantime, technical services had recommended for the clinician to check the power consumption, and the microwatt usage. Although that information would not be exact, it would provide some indication regarding battery function. The clinician mentioned that they would return to the hospital in an effort to obtain the battery information. No further details have been provided at this time. No adverse effects were reported.